Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported on an unknown date that during a craniotomy procedure, the screwdriver blades for matrixneuro is worn down. It is unknown if there was a delay in surgery. There was no patient consequence. This complaint involves twenty (20) devices. This report is for (1) matrixneuro screwdriver blade hex coupling/self-retain/med. This is report 6 of 10 (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.503.017, lot u292237: release to warehouse date: (B)(6) 2018. Supplier: orchid unique. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the visual inspection of the received devices indicated that there are numerous dings on the driver and the blade end along with various cosmetic non-conformances along the length of the part. All these signs are indicative of a part that has been used numerous times. The worn condition of the compliant device is consistent as an end of the life indicator for the device. Due to the worn condition, the complaint can be confirmed as the device is now inoperable. All 10 returned parts were re-inspected using the same program that is used during production. It was found that all 10 returned parts passed dimensional inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.